Event description:
It was reported that a 39-year-old caucasian female patient underwent a breast augmentation revision surgery with 500cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast and capsular contracture of an unknown baker grade in the left breast, which was confirmed during a physical exam. As a result, the patient underwent a left capsulectomy and a bilateral pocket modification with galaform placement. The patient is scheduled for unilateral removal and replacement of the right breast implant with a 500cc mentor memorygel xtra breast implant on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-14903 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 06, 2022, mentor received additional information. The patient underwent removal and replacement with a right-sided 500cc mentor memorygel xtra breast implant on (B)(6) 2022. On december 14, 2022, mentor became aware that the patient experienced baker grade IV capsular contracture of the right breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 06, 2023, mentor received the device for evaluation as well as additional information. Mentor became aware that the patient underwent removal on (B)(6) 2022. On january 11, 2023, mentor completed a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Manufacturer's reference number: (B)(4).